Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that neither the cause of the high impedance, nor the fluid in the header, had been determined. Furthermore, the new ins was tested and impedances were normal.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) revealed the battery was functionally okay and had insignificant anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremors and movement disorders. The rep reported that high impedances were measured on the patient's replacement ins. The rep reported that the impedances on the old battery were fine, but all combinations other than c0, c8 and c9 all had impedances of over 40,000 ohms. The rep reported that the extensions were inserted fully and fully tightened, but when retesting the impedances, they only came down to 13,000 or 16,000. The rep reported that the old battery was retested and the impedances were fine. The rep reported that the hcp was getting uncomfortable reinserting the extensions over and over again and added that originally after inserting the extensions into the new ins, the left side was normal and the right side was high. The rep reported that they attempted to flip the extensions but were then unable to get either side's impedance values down. The rep reported that there was visible fluid in the ins header, and that a second ins was opened and implanted. No patient symptoms were reported. No further patient complications have been reported as a result of this event.